Event description:
It was reported in the literature review, "ICD-associated r-wave double counting in arvc: a mechanistic approach to troubleshooting inappropriate shocks" that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock and anti-tachycardia pacing (atp) due to r wave over-sensing. Programming changes were made. No further information was provided.